Manufacturer narrative:
Preliminary investigation confirmed that no flammable gases were in the immediate area. Reported that the tip sparked, causing a fire with the gauze. The gauze was knocked to the floor and put out.

Event description:
Reported that physician was performing a punch biopsy procedure while using a bovie cautery (aa01) a gauze caught fire. The patient received a first-degree burn.